Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is defective. This was first noticed 1 yr ago as an intermittent issue and the down button currently does not function at all. Pt has used this infusion device for approximately 4 yrs and boluses 3-4 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.